Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided was for a u by kotex security tampon that came apart upon removal and tampon pieces remained inside the consumer's body.